Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in a moderately tortuous and calcified coronary artery. A 2.75 x 20 synergy drug eluting stent (des) was advanced for treatment. However, the device failed to cross the lesion and when it was removed, the stent had stripped off of the balloon inside the guide catheter. The device was replaced with a 2.75x24 synergy des, and the procedure was completed. No patient complications were reported.